Manufacturer narrative:
This ipg serial number was included in field advisories. Correction/removal reporting number: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4).

Event description:
It was reported the patient stopped receiving stimulation due to the ipg being inoperable which was confirmed with the external devices. As a result, the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved by surgical intervention.